Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Consumer reported complaint for high control glucose test results. The customer was called for a follow-up of a replacement meter that was received (B)(6) 2017 and the control solution was out of range. The customer is concerned with tests results from control test results obtained of 63 and 65 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The customer refused to go through the meter memory. (B)(6). Memory concerns:63mg/dl, 65mg/dl.